Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon interrogation, the implantable cardioverter defibrillator had non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The programming changes have been discussed but not performed yet.